Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis preloaded monofocal intraocular lens (iol) was inserted and removed from the patient's left (os) eye because of a capsule tear. It was observed that the lens was falling because bag tore, and a vitrectomy was required. The patient has recovered. No additional information provided.

Manufacturer narrative:
Section d10: device available for evaluation? Yes. Section d10: returned to manufacturer on: 12/30/2020. Section h3: device returned to manufacturer? Yes. Device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of lubricant material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was not returned. The condition in which, the sample returned is consistent with a product that was handled and prepared for a surgical process. Based on the information provided, there was no failure against the lens reported. Based on the analyzed of the returned, there is no indication of product quality deficiency. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed, no additional complaint folders have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.